Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor card. System operates as intended.

Event description:
Customer reported, the system will not boot up and sounds an alarm. No pt injury was reported.